Manufacturer narrative:
The device was returned to olympus for inspection. Based on the information obtained from the investigation, it was not possible to identify the exact cause of the incident. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope plastic distal end cover was burned. There was no patient involvement.